Event description:
The gore viabahn endoprosthesis was implanted (B)(6) 2008. It was reported to gore that the gore viabahn endoprosthesis failed and was bypassed on (B)(6) 2008 (20 days).

Manufacturer narrative:
Note: gore attempted to acquire info required for this form. This event included 4 gore viabahn endoprosthesis. Refer to the following: device 1- medwatch number: 2017233-2012-00802, device 2- medwatch number: 2017233-2012-00804, device 3- medwatch number: 2017233-2012-00805, device 4- medwatch number: 2017233-2012-00806.